Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2022. During the procedure, the clip was able to grab the tissue, two clicks were heard and the nurse then open her hand finishing deployment; however, the clip stay attached to the catheter for a couple of minutes. The clip eventually detached from the catheter after opening and closing the handle multiple times. The procedure was completed at this time. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.